Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "antibiotics-impregnated cement spacers in the fi rst step of two-stage revision for infected totally replaced hip joints: report of ten trial cases" written by katsuyuki dairaku, michiaki takagi, hiroyuki kawaji, kan sasaki, masaji ishii, and toshihiko ogino published by the journal of orthopaedic science j orthop sci (2009) 14:704¿710 doi 10.1007/s00776-009-1406-z 19 august 2009 was reviewed for MDR reportability. The article's purpose was to discuss antibiotic impregnated cement spacers (non depuy product) and it is noted one case of infection in which the spacer was utilized contained a depuy ogee cup and c-stem. Implants were removed and infected tissues debrided along with pulsatile lavage with saline solution followed by irrigation with povidone-iodine mixed physiological saline and hydrogen peroxide solution.